Manufacturer narrative:
The t:slim x2 user guide states: the disposable cartridge is filled with up to 300 units of u-100 insulin and attached to the pump. The cartridge is replaced every 48¿72 hours. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a past occlusion alarm. Customer¿s blood glucose level was 375 mg/dl. Reportedly, the customer was using cold insulin and humalog insulin had been in the cartridge longer than labeling guidelines suggest. A supply change was performed resolving the occlusion.